Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the 1st and 2nd rings of the insertion tube issue could not be determined, as no additional event information was reported or available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following defects: distal end biopsy entrance has scratch marks; bending rubber glue is cracked; after fog test, image found foggy near bottom; small balloon channel port rubber seal is detached; light guide tube is buckled and inflated; and control knob angulation has play. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the working channel handle of the evis exera ii ultrasonic bronchofibervideoscope was loose. The issue was found during maintenance prior to a diagnostic procedure. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that insertion tube is peeling between the 1st and 2nd ring. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.